Manufacturer narrative:
(B)(4). D10: femoral stem 12/14 neck taper, #item 00811400218, #lot 65514628. Allen medullary cement, #item 00801102016, #lot 65251526. Therapy date: on (B)(6) 2025. G2: foreign report source: australia. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a hip revision approximately 2 years post-implantation due to instability for unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Corrected/updated: b4, b5, d1, d2, d4, g1, g3, g6, h1, h2, h4. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
Follow up report. (B)(4). Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6. Corrected: d4. The product involved in the reported event was not returned for investigation; however, a picture of the explanted femoral head in the operating theatre was provided and reviewed. The picture shows the seating side of the femoral head. The femoral head is covered in organic residue (blood). Metallic smearings can be seen on the seating surface of the femoral head as well as in the taper. Insufficient information provided. Unable to perform a compatibility check. The liner and g7 cup information is unknown. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Implant labels and surgical notes were provided for the implantation dated and reviewed by a healthcare professional with the following findings: the patient was classified as asa iii and underwent general anesthesia combined with spinal anesthesia. The specimen was sent to pathology. The femur was found to be grossly loose and was explanted with minimal bone loss, and competitor products were also explanted. No further medical records were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.